Event description:
The product was used in dilation of a lesion in medial-left anterior descending artery (lad). The lesion was calcified, filiform and stenosis approx 95%. A balloon burst occurred at 6 atm, but could be withdrawn without problems. The procedure was completed by another firestar catheter. No adverse effect on patient or patient injury.

Manufacturer narrative:
The product has been received but the product analysis has not yet been completed, as noted. Additional information will be submitted within 30 days of receipt.